Event description:
An 8.5 mm medullary reamer head broke during a procedure. Two small pieces of the reamer head were left in the patient. Surgeon completed the procedure using the 9 mm reamer head.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.